Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("my whole body inflamed from rejecting the metal"), abdominal distension ("bloating") and flatulence ("gas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, inflammation, abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension, flatulence, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("my whole body inflamed from rejecting the metal"), abdominal distension ("bloating") and flatulence ("gas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, inflammation, abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension, flatulence, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case was transferred to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.